Manufacturer narrative:
The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inflation difficulty and balloon deflation difficulty were unable to be confirmed due to unavailability of returned device and /or applicable imagery. As reported, 'as reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the operator had to push harder on the atrion inflation device until the valve was fully expanded when the commander delivery system balloon was partially inflated during valve deployment. Pacing run reached 1:51 minutes. After full deployment, the balloon was very slow to deflate. There. Was no injury to the patient. Per report, there were no inflation/deflation issues noted during prep or after the procedure at the back table.' Additional information provided revealed that during the procedure, the device was '1/4 turned clockwise'. It is likely the patient's native anatomy contributed to tracking difficulty and the reported torquing of the device. Per the training manual, 'to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel.' It is possible the system was excessively manipulated during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. Available information suggests patient factors (patient anatomy) and procedural factors (torquing the device) contributed to the reported event. However, due to lack of procedural imagery and no product return, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, the operator had to push harder on the inflation device until the valve was fully expanded when the commander delivery system balloon was partially inflated during valve deployment. Pacing run reached 1:51 minutes. After full deployment, the balloon was very slow to deflate. There was no injury to the patient.

Manufacturer narrative:
Investigation is still ongoing.